Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Visual examination of the sample confirmed a leakage due to a half-broken tubing at the junction of the tubing and the set cap. The root cause of this condition could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device was leaking at the connection of the tubing and the stress-member during filling. The device was being filled with fentanyl citrate when the leak was observed. There was no patient involvement. No additional information is available at this time.